Event description:
A female breast cancer pt with bone metastasis generated hemoglobin results of 6.7 and 7.0 g/dl on the cell-dyn 1700 analyzer. These results were questioned by the pt's physician. A sample from this pt was also tested at a reference lab with a generated result of 10.5 g/dl. The pt had recently undergone a session of chemotherapy. The customer states that non-abbott controls were within specifications, although the high control had to be run several times before it came into specifications. There is no impact to pt management reported.